Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiopulmonary arrest and expired the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.